Event description:
It was reported to philips that the foot switch for the allura device was not working. The device was inside clinical use at the time of the event. No patient harm was reported. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the wired footswitch does not work. As per repair activity, fse is unable to duplicate the reported problem. The system was returned to use in good working order. These codes were updated based on investigation outcome.